Event description:
Per the clinic, the patient experienced a sudden loss of sound percept and open circuits with high impedances were noted on all electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.